Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Customer was informed that fiasp is off label per the user guide. The issue was resolved by the time of the call therefore no troubleshooting could be performed. There was no reported adverse impact to the customer's blood glucose level.